Manufacturer narrative:
Evaluation summary: the full lead was returned, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. There was blood on the proximal conductor of the lead and it was not obstructed. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
5076-45, lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post implant that there was atrial undersensing on the right atrial (ra) lead. It was noted that the ra lead insulation was damaged from a suture during implant. It was determined that the patient's atrium was electrically inactive. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.